Event description:
A customer contacted beckman coulter (bec) reporting that the electrolyte injection cup (eic) and flow cell overflowed in the unicel dxc 800 pro synchron chemistry analyzer. The leak was contained within the black trays in the instrument. The customer was wearing personal protective equipment (ppe) consisting of a laboratory coat, gloves and goggles at the time of occurrence. The material safety data sheet (msds) was reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found a blockage in the ionized selective electrode (ise) waste isolation chamber, in the bottom exit quick connect fitting, and backing up into the chamber itself. The fse flushed the lines in the tubing assembly starting from the ise waste to the ise waste isolation chamber and the waste isolation chamber with hot water until it was clean. The fse also cleaned the spill tray and any other affected parts of the ise assembly. The ise waste isolation chamber is the failure mode. It is currently unknown how the ise waste isolation chamber became obstructed. (B)(4).